Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2015-00276 to provide the sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not reveal any obvious anomalies. The actual sample was leak tested by being submerged in water and injected with 18ml of air. A leak was found at the air injection port. The one-way valve was disassembled for further inspection. A transparent foreign substance was found to be adhering on the rubber tip. The outer cylinder was inspected under magnification, no anomalies were noted. Qualitative analysis of the foreign substance revealed it was of a nylon-made material. The adjustable fastener of this product is made of nylon. The foreign substance was compared with the fibers on the velvet loop and hook side of the adjustable fastener and confirmed to look very similar to the one on the hook side. The production lot number was not provided by the user facility, which prevented a meaningful review of applicable production and complaint records. There is no evidence that this event was related to a device defect or malfunction. The exact cause cannot be determined based on the available information, it is likely that the actual sample became deteriorated in its air-tightness performance due to the foreign substance being caught in the air-sealing area between the rubber tip and outer cylinder of the one-way valve, resulting in the reported air leak. The probable cause of the foreign substance having entered the air injection port, is that a fiber of the adjustable fastener got fragmentized and adhered on the air injection port of the one way valve. The potential for such an event is addressed in the product labeling with statements such as the following: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2015-00276 to provide the sample evaluation results.

Manufacturer narrative:
H.6. - patient code = 2597 - although there was reportedly no impact to the patient, the event description indicates blood loss did occur. The amount of blood loss was not available. The actual device has been received but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported an air leak in the tr band device. Follow up communication with the user facility confirmed the following information: the actual sample was inflated and applied to the patient's punctured site; the bleeding was not arrested; the customer removed the actual sample from the patient and found that it had an air leak; the actual sample was changed out to another tr band; it was reported some blood loss did occur, the amount of blood loss in unknown; the bleeding was arrested; and it was reported that there was no harm to the patient.